Event description:
Adverse event: dissection requiring medical intervention. Onset adverse event: during the procedure. Device issue: none. It was reported that the target lesion was located in the distal left circumflex artery. It was a tight lesion with heavy calcification. After pre-dilatation was done with an unknown 1.5 mm balloon, a xience 2.5 x 23 mm stent was deployed to treat the lesion. After deployment of the xience stent a proximal edge dissection was noted. Another xience 2.5 x 18 mm stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.